Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post catheter placement, the device allegedly split while flushing with 10ml normal saline. It was further reported that the split was located approx 1cm externally from the exit site and fluid leaking out underneath dressing. Reportedly the hickman ceased, and patient cannulated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one hickman cvc d/l catheter was returned for evaluation and three electronic photos were provided for review. Visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported catheter burst as a compound s-shaped split was noted on the catheter consistent with catheter burst. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that some time post catheter placement, the device allegedly burst while flushing with 10ml normal saline. It was further reported that the split was located approximately 1cm externally from the exit site and fluid leaking out underneath dressing. Reportedly the hickman ceased, and patient cannulated. There was no reported patient injury.